Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Manuscript bone joint j. 2016 feb;98-b(2):187-93. Doi: 10.1302/0301-620x.98b2.36593 describes the revision of patient 2 following 3 dislocations, 36 months after implantation. Pre- and intra-operative investigation data is reported in the manuscript. A pseudotumour was discovered intraoperatively, which was not recognised by pre-operative imaging. The authors report that the dislocations were associated with unrecognised adverse local tissue reaction due to corrosion at the trunnion and pseudotumour formation. Intraoperative tissue specimens were sent for non specific aerobic and anaerobic culture. No bacteria were isolated. Joint fluid was not sent for analysis. The patient was subsequently revised for group g (B)(6) seven months later.

Manufacturer narrative:
An event regarding dislocation and altr ( adverse local tissue reaction) involving an unknown metal head was reported. These were confirmed following a review of the available information by clinical consultant. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: a review of the provided information by a clinical consultant noted that: the fact of a present soft tissue mass in the form of a pseudo tumor would certainly be able to cause recurrent dislocation. The soft tissue mass may interfere with optimal joint kinematics and ¿push¿ stem neck and femoral head out of the cup cavity and thus cause a dislocation. This represents some kind of ¿soft tissue impingement¿ condition. The recurrent dislocation problem can thus be explained by the presence of altr with pseudo tumor formation. The next question relates to the origin of pseudo tumor formation. Corrosion was reported although not confirmed by materials analysis. Taper black staining may have different causes such as oxidized iron from old blood but the combination of taper corrosion with pseudo tumor formation may be considered as proof for a clear relationship with excessive metal ion release from the taper connection. The suspected taper corrosion thus has quite likely a causal and principal relationship with the reported pseudo tumor formation. Conclusions: a review of the provided information by a clinical consultant concluded that: trunnion corrosion with pseudo tumor formation caused by unknown pathology. The fact of a present soft tissue mass in the form of a pseudo tumor would certainly be able to cause recurrent dislocation. The soft tissue mass may interfere with optimal joint kinematics and ¿push¿ stem neck and femoral head out of the cup cavity and thus cause a dislocation. This represents some kind of ¿soft tissue impingement¿ condition. If further information such as device details becomes available or the product is returned, this investigation will be re-opened.

Event description:
Manuscript bone joint j. 2016 feb;98-b(2):187-93. Doi: 10.1302/0301-620x.98b2.36593 describes the revision of patient 2 following 3 dislocations, 36 months after implantation. Pre- and intra-operative investigation data is reported in the manuscript. A pseudotumour was discovered intraoperatively, which was not recognised by pre-operative imaging. The authors report that the dislocations were associated with unrecognised adverse local tissue reaction due to corrosion at the trunnion and pseudotumour formation. Intraoperative tissue specimens were sent for non specific aerobic and anaerobic culture. No bacteria were isolated. Joint fluid was not sent for analysis. The patient was subsequently revised for group g streptococcus seven months later.